Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetes complications as well as blood clots in her lungs. The customer was not wearing the insulin pump, and was on manual injections at the time of her death. The customer also had swelling in her arms, legs and face. The customer's husband declined to have the insulin pump analysed. Nothing further was reported.